Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During a surgery yesterday, one of our sutures broke. I was also told yesterday that this had happened on another occasion about 2 months before, but they continued to use it and there were no problems until yesterday again. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/31/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: (B)(4): one of our sutures refs: j481 broke. (B)(4): captures a broken j481 suture on another occasion about 2 months before. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify event date: could you kindly provide the lot number, please? Please provide the source or name of person providing answers to follow-up questions: the suture was broken during use on the patient. Event date: 3rd of july 2025 lot number: xabdmlwo person providing answers from the hospital: (B)(6). I submitted the complaint before 24 hours had passed, as I received the alert at 3:00 pm the previous day and filed the report at 1:00 pm. I'm attaching a photo of the email I received. I also want to mention that the reference causing problems is j481, which did not appear as an option, but I had to select a different one to continue with the process. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. This single complaint was reported with multiple events. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown.